Event description:
The customer notified siemens on (B)(6) 2014 that during a portal examination the gantry cover fell away from the gantry and touched the pt's head. However, there was no report of injury to the pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemen's investigation into the reported incident has revealed that the four (4) screws that holds the gantry cover in place were not fully secured after service on the linac was performed on (B)(6) 2014. This issue is deemed to be an isolated incident as there have been no other reports of the issue. Siemens will provide the customer service engineer involved with retraining that includes the procedure of securing the gantry cover to the gantry by fully tightening the four (4) screws.